Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred. The user's blood glucose level ranged from 89 mg/dl to 150 mg/dl. The customer successfully loaded a new cartridge.